Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
There is no allegation from a health care professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Event description:
New information received stated that the patient expired due to cirrhosis of the liver and several other health-related issues. The death was not related to the device.